Event description:
It was reported that the patient had no pain relief. A roller study and dye study were done. The hcp (healthcare provider) felt that there were two possible fractures in the catheter; one close to the anchor, the other closer to the pump site. A catheter revision was scheduled. The pump was delivering bupivacaine and morphine. It was later reported that the roller/dye study confirmed a break in the catheter. A revision was done on (B)(6) 2014 to replace the spinal segment of the catheter. It was later reported that the patient was ¿fine¿ following the revision. It was later reported that ¿nothing was working for a year¿ and then they found out after doing a dye study that the catheter was leaking. The patient also stated that the she had pump revision, but she was not sure. It was clarified with the patient that she was as referring to her pump not working for a year. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).